Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. Gudid information does not exists, as the customer did not provide the product information.

Event description:
The customer from canada reported that his blood glucose readings were not being stored in the memory of the contour® next gen meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.